Event description:
No further event information at time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use. The rod head was fractured off from the rod shaft. The potential field age of the instrument is 5 years, 7 months. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to repeated use of the instrument for more than five years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection for cleaning after surgery, a tibial broach impactor was found broken. The top of the instrument was cracked and then broke off. There was no patient involvement.